Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a change battery alert. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. The battery was changed but the alert occurs each time. The customer stated that the battery was not previously used. This was the second occurrence of receiving replace battery alert without receiving a low battery warning first. No harm requiring medical intervention was reported. The customer can continue to use the pump until replacement arrives if they install a new battery. Mmt-1712k was requested, and the customer response was the device will be returned.

Manufacturer narrative:
The pump passed active current test and sleep current test. Successfully downloaded history files and traces using thus/thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 36.0 received the low battery alert (104) on 04/18/2025 08:06:00 after more than 7 days at 23.95 days. Battery cycle 35.0 received the low battery alert (104) on 03/25/2025 08:11:01 after more than 7 days at 24.45 days. Battery cycle 34.0 received the low battery alert (104) on 02/28/2025 21:14:00 after more than 7 days at 23.53 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. However, pump was cut open to perform visual inspection and found evidence of moisture damage¿on the electronic assembly, pcb1 board, pcb2 board, motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), battery tube threads cracked, cracked keypad overlay, stained keypad overlay, broken belt clip rails, label damage (serial number worn down). No power errors noted and passed all required testing. However, moisture damage was noted on pcb1 board, pcb2 board, and motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.